Event description:
It was reported that the 8800 system would not boot up prior to a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards were re-seated and the power supply voltage was adjusted during the service call. The system was tested and found to be working as intended, and put back into service.